Event description:
It was reported when separating the two white wings from the peel-away sheath, one of the wings separated from the rest of the sheath. The peelable part remained in the patient's arm. As the sheath was not fully inserted, this part could be removed from the patient (with sterile gloves on). It was reported the sheath was removed in its entirety. Once the sheath was removed manually and the peeling continued, the usual insertion procedure could be completed as normal. The insertion site was the right basilic vein. There was no patient consequence reported. The patient's condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer provided one photo for analysis. The report of a peel-away sheath tab broken off was confirmed through inspection of the photo. The customer also returned one peel-away for analysis. Signs of use in the form of biological material were observed on the sheath. Visual analysis revealed that one of the peel-away sheath tabs was separated from the extrusion. A portion of the proximal end of the peel away extrusion was still molded to the tab. Microscopic examination confirmed the damage and revealed that the point of separation was not uniform. It was also noted that the peel-away sheath was completely split down the score lines. The peel-away sheath body length measured 2 3/4", which is within the specifications of 2 5/8"-2 7/8" per product drawing. Functional testing could not be performed due to the condition of the returned sample. A manual tug test confirmed the remaining peel-away sheath tab was still attached to the extrusion. Manufacturing engineers were contacted regarding this complaint investigation. They indicated that this issue will need to be investigated further by the manufacturing facility. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage." The customer report of a peel-away sheath tab separated during use was confirmed through complaint investigation of the returned sample. Visual inspection revealed one of the sheath tabs tore off from the extrusion. Despite the damage, the sheath met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from manufacturing, the root cause cannot be determined until further analysis can be performed by manufacturing. Therefore, a non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when separating the two white wings from the peel-away sheath, one of the wings separated from the rest of the sheath. The peelable part remained in the patient's arm. As the sheath was not fully inserted, this part could be removed from the patient (with sterile gloves on). It was reported the sheath was removed in its entirety. Once the sheath was removed manually and the peeling continued, the usual insertion procedure could be completed as normal. The insertion site was the right basilic vein. There was no patient consequence reported. The patient's condition is reported as "fine".